Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18687. It was reported the patient was no longer receiving stimulation. The patient stated she lost her charger and programmer on approximately (B)(6) 2013 and when she found them some time later, she was unable to communicate with or charge her ipg. The sjm representative met with the patient and confirmed the issue. The patient indicated when she was able to feel stimulation, it was ineffective. The patient is to contact her physician regarding undergoing surgical intervention to resolve the issues as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.